Manufacturer narrative:
Hamilton medical ags conclusion: the root cause was determined to be defect pressure sensor assembly which was replaced.

Event description:
The following was reported to hamilton medical ag: summary:: technical event: 233005 (pressure sensor tolerance).